Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission with non-sustained right ventricular oversensing due to post-paced t-wave oversensing observed on the implantable cardioverter defibrillator. Review of the electrocardiogram confirmed the oversensing. The device was reprogrammed.